Event description:
Fentanyl 0.6 mcg/kg/hour infusion running for an 11 kg patient. Rn pressed "up" arrow key instead of the "start" key resulting in a rate change to 0.909 mcg/kg/hour (50% rate increase). Pump titration arrow is directly below the arrow for the start key. Both are similar in look and proximity (one arrow restarts the infusion and the other arrow changes/titrates up the infusion dose). Not an isolated event.